Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 596 mg/dl, 584 mg/dl, 596 mg/dl and was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer blood glucose did not go down even with direct insulin injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer¿s wife stated the this morning reservoir was not giving insulin 600 mg/dl over blood glucose 108 mg/dl this morning at 8 am, customer had cereal and grapefruit 4 am, changed the reservoir because it was empty, customer was just drawing and blood glucose kept going up and up customer keeps trying to get insulin and keeps getting insulin flow blocked. The insulin pump will not be returned for analysis.